Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed and analysis was performed and no anomalies were found. Visual summary indicated damaged during use. There were no anomalies observed on the returned catheter or on the slitter that was returned with the catheter. Spiral slitting did not appear to be a factor in the separation of the catheter shaft. The sharpness of the slitter blade could not be determined during analysis. (B)(4).

Event description:
It was reported that during slitting of the catheter it snapped leaving half still on the lead. The catheter was removed and replaced. No patient complications have been reported as a result of this event.